Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue of 'coil in catheter friction', 'main coil prematurely detached/separated during use' and 'coil difficult to remove/withdraw from catheter', because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a neurovascular procedure he subject coil got stuck in the proximal of the microcatheter. The subject coil could not be advanced nor retracted and got prematurely detached inside of the microcatheter. Thus, both devices were replaced with the new ones, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the subject coil got stuck in the proximal of the microcatheter. The subject coil could not be advanced nor retracted and got prematurely detached inside of the microcatheter. Thus, both devices were replaced with the new ones, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.